Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that inappropriate atp and hv charge were seen on transmission. Device remains implanted and will continue to be monitored. The patient condition is stable.